Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect, which would have necessitated explantation. This goes in line with tests performed on the device whilst implanted which showed a functional device. In fact the recipient asked to be explanted of the device because of uncomfortable sensations when he is exposed to electromagnetic fields at his work place. Transient inappropriate output, distortion and/or electronic buzzing or humming can be induced by exposure to high emission sources as stated also in the device's IFU. This is a final report.

Event description:
The user is working at an electric plant and reported experiencing unbearable and sizzling noise even when the audio processor was not in use. The device has been explanted at the users request.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is working at an electric plant and reported experiencing unbearable and sizzling noise even when the audio processor was not in use. The device has been explanted at the users request.